Event description:
Caller reported a malfunction on the pump after visiting a theme park. There was no adverse impact to the customer¿s blood glucose level. Cts provided information to reset the pump, assisted the caller with the reset, and instructed them to call back if the malfunction code recurs. The caller acknowledged and understood the instructions.